Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The customer reported, the power pole is going up unexpectedly. Additional information received from the nurse stated, a system message displayed during set up. The system was rebooted and the system message cleared. The case proceeded and during surgery, the IV pole started moving up and down on its own. The system was rebooted and the issue cleared. The surgeon mentioned a loss of air, but stated there was no patient impact. The nurse stated, the patient did not have a soft eye. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problems reported. The IV pole and infusion functions were tested and no problems were found. Preventative maintenance was performed. The system was then tested and met all product specifications. (B)(4).